Event description:
On (B)(6)/2009, the pt reported he received an a8 (bolus canceled) message on his insulin infusion device while trying to bolus 6.0 units of insulin. The device bolus history showed the pt received 2.2 units of insulin . The pt was instructed to program the remaining 3.8 units of insulin and an e4 (occlusion) error displayed after 3.2 units were delivered. A review of his device history showed the e4 was the original error that caused the a8 to alarm. To troubleshoot, the pt was instructed to disconnect from his headset and prime 9 units of insulin which he successfully did. The pt was advised the occlusion was at the headset. He stated that earlier today, he pulled his headset out and then tried to push it back in, resulting in a bent cannula. He was advised not to reinsert a headset. He stated he has only been on insulin pump therapy for 2 weeks and did "not know any better." The pt was assisted in changing his headset and delivering the remainder of his bolus. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.